Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglide devices with a 6f sheath after a percutaneous coronary intervention. Reportedly, no imaging of the puncture site was performed prior to proglide use. An unspecified failure occurred for both devices. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Device code 2017: use after expiration. Evaluation summary: the device was returned for analysis. The reported unspecified failure was not confirmed. Based on returned device analysis, a conclusive cause of the unspecified failure mode cannot be determined. It should be noted that the perclose proglide instruction for use states: perform a femoral angiogram to verify the location of the puncture site. In addition, the labeling section indicates the use by symbol which denotes the expiration date. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.